Event description:
The customer reported getting very high latron primer results on their hmx al instrument. During troubleshooting, the customer discovered latron primer was not getting to the mixing chamber. No erroneous results were generated. There was no biohazardous leak due to this event.

Manufacturer narrative:
The field service engineer (fse) found blockage (clot) in port 11 of the bsv (blood sampling valve) and replaced the bsv and tubing to resolve this issue. The failure mode identified, upon recur, will likely cause un-flagged, flagged and or non-numeric results for all parameters due to segmentation error. (B)(4).